Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 (estimated date as the issue started since they got the pump), the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was between 120-300 mg/dl at the time of the event. The infusion set had been used for less than a day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.